Manufacturer narrative:
The device was not returned to olympus for inspection, however, technical assistance center provided remote troubleshooting and the reported failure was confirmed. Based on the results of the investigation a defiitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported lamp intermittently went out and spare lamp did not come on during inspection for use involving an olympus xenon light source. There were no reports of patient harm.